Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue which blocked the insulin flow and led to high blood glucose level. Further, the patient tried to treat this issue by a bolus via the pump. Reportedly, the infusion set had been used for two days. Subsequently, on (B)(6) 2020, he was admitted to the hospital and was administered fluids and some unspecified drug intravenously which resolved the issue. On (B)(6) 2020, he was discharged in a stable condition from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.